Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to an unknown reason. The lead was replaced. No additional adverse patient effects were reported. Additional information indicates that the right ventricular (rv) lead was surgically abandoned due to a potential lead fracture. The field indicated that the lead experienced high out-of-range impedance.